Event description:
It was reported there was a ventricular lead warning for a year. The impedance was 178 ohms bipolar and 299 ohms unipolar and the r wave measurement decreased. It was also reported the threshold increased. The lead is still in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.